Event description:
Same case as: 2134265-2012-07813, 2134265-2012-07812, 2134265-2012-07810. It was reported that post a stenting treatment procedure, a patient death occurred. The totally occluded lesion being treated severely calcified right coronary artery (rca). Patient is on a non-bsc cardiac assist device. Multiple emerge balloons were used prior to stenting ([2] 3.0x12mm, [3] 3.0x15mm, 3.0x20mm, 3.0x30mm, 4.0x20mm, 4.0x30mm, 1.5x20mm). A non-bsc cto catheter and a non-bsc microcatheter were used. A 3.5x38mm promus element plus stent was implanted in the proximal rca. A 3.0x38mm promus element plus stent was implanted in the mid rca. A 3.0x38mm promus element plus stent was implanted distal rca. A perforation occurred during the procedure. The physician felt that the perforation may have been caused by the non-bsc microcatheter or the 4.0x30mm emerge balloon. The procedure was 3-4 hours in length. The patient expired the following day.

Event description:
It was further reported, the patient presented with class 3 anginal symptoms with marked dyspnea on exertion. Access was obtained in the bilateral femoral artery. The lesion being treated was located in the proximal right coronary artery (rca). Multiple attempts with non-bsc guide wires and non-bsc guide catheters were unsuccessful. Multiple emerge balloons were used prior to stenting ([4] 3.0x15 mm, 1.5x20 mm, 3.0x12 mm, 3.0x20 mm). A 3.0x38 mm promus element plus stent was implanted in the distal rca, inflated twice to 13-19 atm for 20 seconds. A second 3.0x38 mm promus element plus stent was implanted in the mid rca, inflated to 18 atm for 30 seconds. The patient became hypotensive. A 3.5x38 mm promus element plus stent was implanted in the proximal rca, inflated to 16 atm for 40 seconds. Angiography revealed a large mid rca perforation.. A 4.0x20 mm emerge balloon was used. Inflations were made with a 4.0x30 mm emerge balloon, inflated three times to 19 atm for 20-40 seconds. The pericardial space was aspirated. The patient had resumption of pressure and rhythm. However, within a few minutes started to have more episodes of ventricular fibrillation or ventricular tachycardia. Medications were given and the patient was defibrillated multiple times. CPR was initiated. A 4.5x16mm non-bsc covered stent was deployed in the proximal rca and a 3.0 mm non-bsc stent was deployed in the mid rca which was post dilated with an unknown 4.0 mm balloon. The perforation did seal off with bedside echocardiography showing no reaccumulation of fluid. The patient remained hypertensive with runs of ventricular fibrillation and ventricular tachycardia. CPR and defibrillations continued and blood products were given. An intra-aortic balloon pump (iabp) was placed. Further blood products were given (total of 4 units given through the event). An impella device was placed and the iabp was removed. Medications given included: heparin, phenylephrine, epinephrine, protamine, dopamine, atropine, amiodarone, magnesium sulfate, and vasopressin. Patient experienced cardiogenic shock and tamponade. The patient was transferred to the ccu.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Date of birth, weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history, patient codes - updated (B)(6).